Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally, based on the analysis, the alleged alarm 31 issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Customer's blood glucose level was in 395-400 mg/dl range. The customer reverted to an alternate method of insulin therapy

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.